Event description:
Customer reported that he received a lost sensor alarm. The sensor was inserted around an hour ago. He does not have a new transmitter and transmitter ID is set up correctly. The insulin pump is not communicating with the transmitter. Find lost sensor option was performed and the alarm came up again. During troubleshoot; he stated he is unsure if the sensor is fully inserted and flat against the skin. Alarm occurred during initialization. When customer disconnected transmitter from sensor to verify transmitter ID and the sensor may have pulled out as the transmitter did not blink when he reconnected it. Customer removed the sensor and stated he does not see the cannula bent on the adhesive patch or in his body. The cannula was not retracted in the sensor base. He removed the introducer needle straight at a 90 degree angle and did not twist it; it was not hard to remove. He was not experiencing any pain or discomfort. Blood glucose is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.